Event description:
One touch ultra meter was reported to keep giving the error 4 message. During troubleshooting, it was verified that this was not a new product. The pt's testing technique was correct and the condition of her test strips was also good. She was asked to retest on her meter; however, the issue persisted and the error 4 message appeared on the display. She had required assistance by a non-medical professional, but was not given any medical attention or treatment. She also did not experience any symptoms at the time of concern. Based on the information provided, there is an indication that the product has malfunctioned since the issue of error4 was not resolved with troubleshooting. There is also no information to suggest that the pt experienced injury due to the product. Therefore, the case is reported as a meter malfunction. A replacement meter, control solution, and test strips were sent to the pt.